Manufacturer narrative:
This electrode will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a routine follow up noise was seen in all sensing vectors with some oversensing especially in the secondary and alternate sensing vectors, even while the patient was at rest. Device data was sent for technical review. A possible insulation issue with this electrode was in question. Ts reviewed the device data and confirmed two untreated episodes in october 2019 and february 2020 while the device was still programmed to the secondary sensing vector. The episode reports showed similar artifacts at the recent follow up. The device was reprogrammed to the primary sensing vector to avoid detection of artifacts. Ts noted that artifacts appeared to have been present since 2019. Ts noted that the root cause of the artifacts should be investigated further as artifacts in the secondary sensing vector are often indicative of a lead impairment. Technical services (ts) noted that it was not possible to identify a conductor fracture in this case, and further troubleshooting was performed. Additional information noted that troubleshooting took place and it was possible to provoke artifacts in the distal electrode body and the device in the secondary and alternate sensing vectors, while the primary sensing vector was not affected. A request for further ts review was needed. Ts did not have any new additional recommendations, and noted that though currently the conductor to the proximal electrode and the high voltage conductor seemed to be operating normally, if not already scheduled replacement of the electrode was recommended. Additional information noted that two non-sustained episode were seen and an x-ray showed a possible defect at the tip of the electrode. The physician elected to replace and return the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a routine follow up noise was seen in all sensing vectors with some oversensing especially in the secondary and alternate sensing vectors, even while the patient was at rest. Device data was sent for technical review. A possible insulation issue with this electrode was in question. Ts reviewed the device data and confirmed two untreated episodes in (B)(6) 2019 and (B)(6) 2020 while the device was still programmed to the secondary sensing vector. The episode reports showed similar artifacts at the recent follow up. The device was reprogrammed to the primary sensing vector to avoid detection of artifacts. Ts noted that artifacts appeared to have been present since 2019. Ts noted that the root cause of the artifacts should be investigated further as artifacts in the secondary sensing vector are often indicative of a lead impairment. Technical services (ts) noted that it was not possible to identify a conductor fracture in this case, and further troubleshooting was performed. Additional information noted that troubleshooting took place and it was possible to provoke artifacts in the distal electrode body and the device in the secondary and alternate sensing vectors, while the primary sensing vector was not affected. A request for further ts review was needed. Ts did not have any new additional recommendations, and noted that though currently the conductor to the proximal electrode and the high voltage conductor seemed to be operating normally, if not already scheduled replacement of the electrode was recommended. Additional information noted that two non-sustained episode were seen and an x-ray showed a possible defect at the tip of the electrode. The physician elected to replace and return the lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up noise was seen in all sensing vectors with some oversensing especially in the secondary and alternate sensing vectors, even while the patient was at rest. Device data was sent for technical review. A possible insulation issue with this electrode was in question. Ts reviewed the device data and confirmed two untreated episodes in october 2019 and february 2020 while the device was still programmed to the secondary sensing vector. The episode reports showed similar artifacts at the recent follow up. The device was reprogrammed to the primary sensing vector to avoid detection of artifacts. Ts noted that artifacts appeared to have been present since 2019. Ts noted that the root cause of the artifacts should be investigated further as artifacts in the secondary sensing vector are often indicative of a lead impairment. Technical services (ts) noted that it was not possible to identify a conductor fracture in this case, and further troubleshooting was performed. Additional information noted that troubleshooting took place and it was possible to provoke artifacts in the distal electrode body and the device in the secondary and alternate sensing vectors, while the primary sensing vector was not affected. A request for further ts review was needed. Ts did not have any new additional recommendations, and noted that though currently the conductor to the proximal electrode and the high voltage conductor seemed to be operating normally, if not already scheduled replacement of the electrode was recommended. Additional information noted that two non-sustained episode were seen and an x-ray showed a possible defect at the tip of the electrode. The physician elected to replace and return the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the additioanl manufacturer narrative.this electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 2.3 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.